Event description:
It was reported to philips that the ac module (sn (B)(4) for the device was defective and would make a humming noise. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.